Manufacturer narrative:
During ge healthcare technician checkout, it was noted that a software and/or hardware error occurred and the display unit detected a memory failure. The machine went to a failed state and displayed the ec04 01 error message. This causes a loss of mechanical ventilation, but manual ventilation is available. After powering off then on again the machine resumed normal operation. The display unit was replaced. Patient information could not be obtained due to country privacy laws. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure, affecting mechanical ventilation. The clinician reportedly cycled power and completed the case with no further reported complaint.